Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) and consumer via a company representative regarding a (B)(6), female patient who was receiving hydromorphone 0.3mg/ml at 0.16487 mg/day and bupivacaine 7mg/ml at 3.6469 mg/day via an implantable pump for non-malignant pain. The patient's medical history was unknown. The patient's concomitant medications included oral dilaudid. On (B)(6) 2016, a volume discrepancy occurred. The expected reservoir volume (erv) was 9.8 and the actual reservoir volume (arv) was 39.5.a roller/rotor study was done and was normal. The physician thought that there may be a kink in the catheter. The cause was unknown. Catheter troubleshooting was going to be reviewed. On (B)(6) 2016, the patient was in for a routine refill and reported no pain and was doing very well. No patient symptoms were reported. On (B)(6) 2016, a catheter revision was performed. There was a kink found in the spinal pocket. The catheter was trimmed and replaced. The catheter was aspirated and there was good flow. As of (B)(6) 2016, the issue had resolved. The patient's status was reported as "alive - no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.